Event description:
The stent balloon would not come back into the guide and was retrieved on the catheter. Pci was performed on this pt with a chronic total occlusive lesion in the distal rca of 60mm in length in an unk vessel diameter. The lesion was pre-dilated with a 2.0x15mm balloon at 4 atm before being deployed at the target site. During withdrawal, the balloon would not come back into the guide and was retrieved on the catheter. There was no injury to the pt. This product is available for testing and eval but the engineering report has not been completed. Additional info received will be submitted within 30 days upon receipt.